Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system displayed a ups error message which eventually caused the workstation to shut down without command. There is no report of patient injury.